Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed an out-of-tolerance flow rate during the safety and performance inspection. It delivered 32.3 ml/hour when tested with a calibrated infusion analyzer, which was outside the acceptable tolerance range. There was no patient involvement.